Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: incident description: IV pump alarmed air in line" 4 times during morning over span of 3 hours. Each time there were bubbles in the line starting from the junction of the main tubing to the soft tubing section that goes in the pump. There was never air bubbles further upstream from that point. The "prime 5ml" function of the pump did not remove air bubbles from that section only removing the tubing from the pump and flicking the line to advance the air bubbles was effective. Line was replaced after the fourth incidence. IV line was infusing norepinephrine at 0.12mcg/kg/min. Each time the infusion had to be paused to clear the bubbles (about 45-90sec) the patient's blood pressure fell below the goal map ordered for vasopressor titration. Map would recover soon after resuming infusion without need to adjust dose rate. " no injury reported.